Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the ostial and proximal circumflex artery. Rotablation and pre-dilatation was performed. The 3.0 x 18 mm xience prime stent delivery system (sds) was advanced, and the stent was deployed at an unknown pressure. Under angiography, a residual plaque was observed. The sds was attempted to be removed, but resistance was noted with the guiding catheter, and it appeared that the sds balloon was not fully deflated. The xience prime sds was finally able to be removed with the sds balloon partially deflated. Further dilatation was performed and residual plaque was reduced. An additional 3.5 x 8 mm xience prime stent was implanted to treat the ostial lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: bmw universal ii; guide cath: kt guide: ebu 3.5 6 f. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for analysis. Difficulty to remove from the guiding catheter was confirmed however the partial deflation was not confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. Although a conclusive cause for the patient effects and the relationship to the device if any cannot be determined, prolapse is listed as a foreseeable event.